Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the bleeding is the surgical procedure. A hematoma was identified and a coil was placed.

Event description:
The patient had si joint arthrodesis in june 2024 where the surgeon attempted to install two implants. During the surgery, heavy bleeding occurred due to a vascular injury. No implants were installed. The patient had an unplanned angiography and placement of a vascular coil. The patient also had an extended/unplanned hospital stay. From the information provided, it appears that there was no permanent injury to the patient. The si joint arthrodesis was successfully completed three days later. The injury was not a direct result of a problem with the implant/instruments or of the procedure itself. It appears that the injury occurred as a result of a malpositioned screw.